Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad) was confirmed due to the +5v (blue) and lead 1- (white) wires of ECG ¿c & d¿ cable being broken from the distribution node. The belt did not pass falloff testing. The root cause for the broken cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged.